Manufacturer narrative:
No device-related issues were discovered during the evaluation of the left ventricular assist system (lvas). A specific cause for the reported driveline infection and a direct correlation with the returned device could not be conclusively determined through this evaluation. Examination of the lumen of the inflow cannula revealed a very thin layer of white tissue-like ingrowth along the proximal edge of the textured blood-contacting surface, which was well adhered and did not appear large enough to have obstructed blood flow. Upon disassembly of the pump, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of any additional developed or adhered depositions or thrombus formations. The presence of fixed post-explant blood was noted in the inflow cannula, outflow graft, graft attachment, and on the pump rotor. The lvad log file data retrieved from the device contained no atypical events and appeared to show the pump operating as intended with stable estimated pump flow values. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. Examination of the returned portion of the pump cable found it to be unremarkable. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The device was returned for investigation. The evaluation is not yet complete. Approximate age of device - 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported by the customer that the patient had a routine transplant. The pump was reported functioning as expected considering the subject had ongoing percutaneous lead (driveline) infection since (B)(6) 2016. The patient was moved up the transplant list due to the ongoing driveline infection. No further information was provided.